Event description:
It was reported that the patient had a history of dizziness since (B)(6) 2014. Upon interrogation, the pulse generator exhibited capture anomalies. No intervention was reported. The patient would be monitored.

Event description:
New information indicated the device was explanted on (B)(6) 2015.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found normal device characteristics.